Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the x-ray system was not booting. Replacing the power converter board resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power converter has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not boot past "initialization system" state during initial installation. Rebooting the mobile view station (mvs), image acquisition system (ias) and unplugging/reseating the umbilical cord did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The power control board assembly (pcba) generator was returned to the manufacturer for evaluation. It was not possible to confirm the reported issue as no fault was found. The part passed the bench testing and the fans were functioning as intended. All output and voltage readings were present.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off.